Event description:
It was reported that the battery longevity of this device dropped from 58% remaining in november 2019 to 15 % remaining in july 2020. Premature battery depletion was alleged. A review by engineering noted that the device exhibited an unexpected behavior and the power consumptions was increasing in a gradual fashion. The device should be explanted and returned. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery longevity of this device dropped from 58% remaining in (B)(6) 2019 to 15 % remaining in (B)(6) 2020. Premature battery depletion was alleged. A review by engineering noted that the device exhibited an unexpected behavior and the power consumptions was increasing in a gradual fashion. The device should be explanted and returned. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.